Manufacturer narrative:
The device was repaired and returned to olympus asset inventory. A review of the device history record was not able to be performed, as the unit has been serviced prior to this event. A review of the previous service record shows no abnormalities in the repair of the device. Olympus will continue to monitor the field performance of this device. This MDR is being submitted retrospectively as a part of the remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The subject device is an olympus asset/loaner that was returned to a service center for evaluation. There were no complaints alleged by the customer. During the evaluation of the device, the plasma kinetic radio frequency (pkrf) clamp was not able to be adjusted to the limit value due to a faulty pkrf board. There was no patient involvement, as the issue was identified during service.